Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the teflon pad was damaged. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was found to be severely worn and separated from the jaw and the metal was exposed. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that during a laparoscopic supracervical hysterectomy procedure, an unspecified error message was observed when the device was plugged in for use. It was stated that the device was immediately replaced with a similar device. In addition, the intended procedure was successfully completed. There was no patient injury reported.